Event description:
A model number 9681 shower chair is the subject of a lawsuit. No other information is known at this time.

Manufacturer narrative:
Manufacturer received summons-alleging injury and claiming surgery. Details of injuries are unknown. MDR filed as a conservative measure. Device weight limit is specified to 250 lbs. As such, user is over the weight limit for the device. Current users guide covers this area. Users condition/dexterity prior to alleged event is also unknown at this time.